Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope received an e216 (scope communication error) and noise is generated, and the image is temporarily unavailable. The malfunction occurred during inspection for use in an unspecified procedure. The procedure was completed. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned and inspected. The customer's complaint was not confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation : due to damage on ccd unit, image noise occurs and temporary the image cannot be seen; bending section rubber is scratched and has a chip; there was damage to the lever. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was last repaired in october 2022. Although it was determined that the defects were likely caused by breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling or failure of the parts mounted on the electrical circuit board such as the integrated circuit chip and capacitor, a definitive root cause could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.